Manufacturer narrative:
The customer returned samples from the same lot of the product that failed. The product was measured per the product drawing and all dimensions were found to be within conformance. Additionally, the samples passed the required cut test. To further our investigation, the samples were returned to our supplier for additional investigation. We are still in the process of working with the supplier to thoroughly investigate. A follow up report will be submitted once we have completed our investigation.

Manufacturer narrative:
To further our investigation, samples were returned to our supplier for additional investigation. Our supplier also concluded, that the returned devices are in conformance with all specifications. Based on this information, this can been seen as the final report. If additional information is received, that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
The customer is providing some unused samples and the or company is provided an unused box from the same lot number to conduct a thorough investigation. (B)(4). A follow up report will be submitted once we have received the samples and investigated or we receive additional information.

Event description:
The customer alleged that the tips of four karlin blades broke during the same procedure. All of the tips were found by decompressing the surgical area and using suction to remove the tip. There was no harm to the patient as a result.